Event description:
On (B)(6) 2025, doctor (B)(6) -c21u) reported to cas that during surgery, they noted that the arcuate incisions appeared to be approximately 90 degrees off from the intended positioning based on the approved surgical plan for the laser during procedure ids#: (B)(6).

Manufacturer narrative:
Review of procedure confirms bed orientation at -90 degrees altering the axis of the patients true positioning which was actually 0 degrees to the system. Pop up indicated to staff that the bed positioning was -90 degrees different from previous case but did not re-orient the bed positioning prior to treating which in turn created intelliaxis nubs 90 degrees off axis on proc#: (B)(6) and arcuates 90 degrees off axis on proc#: (B)(6). Once doctor was under the microscope, he used callisto to verify the alignment, at which point the discrepancy was noted. The lens was ultimately placed at the correct axis, and no additional follow-up care was required system functioned as designed.